Event description:
The surgeon has reported the following event to the sales representative: "after having implanted a rasp size 7 right side, an abg ii size 7 was implanted. This one stayed hanging 1 cm above the rasp. Abg ii size 7 was removed and an abg ii size 6 was implanted instead. The surgey ended well."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Expiration date and manufacturing date corrected. An event regarding seating height discrepancy involving an abgii monolithic stem was reported. The event was confirmed. Visual inspection of the returned stem was unremarkable. Dimensional inspection determined the device to be within specification. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. No other similar events have been reported for the manufacturing lot. The exact cause of the event could not be determined because the reported broach was not returned. Clinician review of the event information and provided x-ray image indicated the likely root cause of the seating difficulty to be related to surgeon error as a pre-existing femoral deformity was identified with the patient. The returned stem was found to be within dimensional specification, no evidence of manufacturing defects was found during the investigation. No further investigation for this event is possible at this time.

Event description:
The surgeon has reported the following event to the sales representative: "after having implanted a rasp size 7 right side, an abg ii size 7 was implanted. This one stayed hanging 1 cm above the rasp. Abg ii size 7 was removed and an abg ii size 6 was implanted instead. The surgery ended well."